Event description:
During scheduled annual maintenance (done one month earlier than scheduled) on lead aprons/vests, four lead aprons/vests were found to have significant damage. All four of the aprons were less then one year old. Both the tech and the vendor reported said that in over twenty years they have never seen damage like this before. There were multiple gaping tears in odd places (i.e. Thyroid & groin area). The users of the lead aprons/vests cared for them per manufacturer instructions. Each of the four aprons/vests have a different number based on color and size. Our radiation safety officer will be conducting dosimetry radiation badge reviews for each person involved. The lead aprons/vests were returned to the vendor for evaluation and have since been replaced. Of note: older apron/vests have not shown this level of damage.the on site rep indicated that he had not seen damage such as this before and replaced all four lead devices.